Event description:
A female underwent a diagnostic coronary catheterization procedure in 2009. Access was obtained via a 6f sheath. An angiogram revealed low superficial femoral artery (sfa) access. Peri-procedure medication included heparin. The physician, trained to the mynx procedure, proceeded to close the sfa with the mynx device. Post-procedure, immediate hemostasis was not obtained, so the physician converted to 20 minutes manual compression. Following the case, the pt was placed on integrilin and admitted to the telemetry unit. A hematoma was noted and a computerized tomography (CT) scan showed a small, stable hematoma with no active bleeding. A femstop was placed. The pt's hematocrit and hemoglobin counts were noted to have dropped. The pt was transfused with 2 units of packed red blood cells, and was discharged three days later. It was reported that the pt returned the following day, with a large right groin hematoma and ruptured pseudoaneurysm (psa). Pt was taken to the endovascular suite where access of the left common femoral artery (cfa) was obtained. Balloon dilation and stenting was performed on the right sfa, and the left cfa was closed with the mynx post procedure. The pt then underwent right groin exploration and hematoma evacuation. The pt tolerated the procedure well and was discharged without further incident.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas and pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for eval; based on the info provided and the investigation performed, the root cause of the reported hematoma and pseudoaneurysm is unk. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per IFU. The mynx is indicated for use to seal femoral arterial access sties. In addition, the safety and effectiveness of mynx have not been established in arterial access outside of the common femoral artery (cfa). The safety and effectiveness of the mynx have not been established in patients who are given iib/iiia post procedure. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.